Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. In 2002, the pt's blood glucose results were 382 and 169 mg/dl. Tests were done within 10 minutes. "Two blood tests the pt had one after the other from the same finger." Pt did not experience any adverse events. No further info has been reported.